Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-8436-70 serial number: (B)(6) batch/lot number: 7076417 model/catalog description: coveredge 32 MRI paddle lead 70cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced paddle migration out of the epidural space, resulting in loss of therapy coverage. During the procedure, the physician initially intended to reposition the paddle; however, upon accessing the implantable pulse generator (ipg) site, possible signs of infection like fluid were observed. It was noted that the patients incision had not fully healed. Cultures were obtained, and results revealed a staphylococcus aureus infection. The patient was prescribed antibiotics. As a result, the physician performed a revision procedure, including removal and replacement of the ipg and paddle for further evaluation. The products were not available for return and were not submitted for analysis. The patient is expected to make a full recovery.